Event description:
The pt was evaluated in the emergency room and noted to have sinus bradycardia. An endeavor sprint over the wire (otw) drug-eluting stent was implanted in the 2nd diagonal. It is reported that plaque shifted from 2nd diagonal to the lad, partially occluding the coronary artery. A second endeavor sprint over the wire (otw) drug-eluting stent was implanted in the lad to treat the occlusion. It is reported that the pt recovered with treatment.

Manufacturer narrative:
(B)(4). Eval, results: occlusion.